Event description:
Same case as: 2134265-2008-04650. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 2.50x12mm taxus express2 drug eluting stent was deployed in the posterior descending artery (pda). A 2.50x16mm taxus express2 drug eluting stent was deployed in the distal right coronary artery (rca). Additional detail of the procedure is unknown as the initial procedure was performed at another hospital. Post the placement of the taxus stents, the patient developed heart failure and difficulty breathing. He was transferred to the hospital. Angiography identified a total occlusion in the proximal portion of the distal rca, outside of the stent. The physician attempted to advance a guide wire to the occluded lesion, but the wire was not able to cross the lesion. Also, a diffuse lesion was identified in the left anterior descending (lad). The patient was transferred to another hospital for coronary artery bypass grafting (CABG). Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.